Manufacturer narrative:
There are no reports of any failure or malfunction of the implanted components. It appears that the leads used were insufficient to provide stimulation to the correct area to address the patient's pain location. The replacement leads more closely mimic the successful trial. Rationale for lead choice at the initial implant is unknown.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2026 after participating in a successful trial phase with nalu. After having the permanent system implanted, the patient reported inadequate coverage to address the location of pain. On (B)(6) 2026, the 4-contact 25cm leads and implantable pulse generator (ipg) were removed and replaced with 8-contact 40cm leads and ipg.